Event description:
Upon receipt of the device, the user reported that the device membrane was broken. Since the event occurred upon receipt, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.